Manufacturer narrative:
(B)(4). Analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; proximal segment returned and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, that the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, that the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, that there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and that there was unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was further reported that there was noise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks. The right ventricular (rv) lead had high impedance and a possible fracture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.